Event description:
The customer reported experiencing unexplained high blood glucose. The blood glucose reading at time of call was 220 mg/dl. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Ran a fixed prime test and passed. Performed a high pressure test and the test failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.